Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt was first implanted, the leads moved and a revision was subsequently performed. The implantable neurostimulator (ins) was later replaced because the implant could not be recharged. It was noted that the pt continued to have problems recharging with the new ins.